Event description:
During testing, when fio2 was set to 21%, the display showed 30%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this case.